Event description:
Ous MDR. Elevated pacing thresholds and dislodged of the rv lead were reported after an implant period of approx 78 days. The lead was not available for analysis.

Manufacturer narrative:
Ous MDR. The device was not returned for analysis. The analysis is thus based on extant production documents. The production process was verified for this device. The production documents showed nothing unusual that could be associated with this complaint. All production steps were correctly executed. In summary, there is no indication of a mfg defect.